Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction in the device's memeory log, but could not duplicate the reported malfunction. The cse inspected the device and replaced the expiratory transducr pob as a precautionary action. The unit passed extended self testing.